Event description:
It was reported that pump malfunction occurred, including unresponsive and delayed touchscreen and cartridge that became stuck and required excessive force to remove. There was no reported impact to the customer¿s blood glucose level. Patient did not want to troubleshoot issues with pump, and no additional information was received regarding further actions or resolution.